Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged strange taste and difficulty breathing/short of breath.there is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing.a follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged strange taste and difficulty breathing/short of breath related to a CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on oct 28 , 2024 and section h10 should be reported as: a user contacted the manufacturer regarding the sound abatement foam correction/removal for their bipap device. The patient alleges to have bronchitis.there is no report of medical intervention being required. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, manufacturer observed unknown dust/dirt contamination present on all surfaces of the base unit. The device did not return with an accessory port flip door, sd card, or filter. There is an unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance. Interior investigation: there is unknown debris in the tracks of the ui panel. Manufacturer notes that there are mineral deposits present on the motor casing and within blower box assembly suggesting unknown liquid ingress. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. See ER 2244873 (v.01) for the procedure used to make this determination. The manufacturer concludes there was no evidence of sound abatement foam degradation, observed dust/dirt contamination in the airpath, likely from a source external to the device and unable to directly address the symptoms or complaints. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid have been updated.